Event description:
A caller reported that the cartridge was not fitting properly onto their pump due to a cartridge o-ring found on the pneumatic tap, though this was a past issue that the caller resolved independently. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller removed a case from the pump, was able to load a new cartridge successfully without the need for technical support instructions and resumed insulin therapy without further issues.